Event description:
It was reported that a malfunction alarm occurred. Additionally, a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. During troubleshooting with technical support, the malfunction alarm was cleared, the customer re-loaded the cartridge to resolve the issue and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.